Manufacturer narrative:
(B)(4).

Event description:
The consumer via health care professional (hcp) reported that the patient's implantable neurostimulator (ins) was not working. The patient had an appointment next month to get her ins checked. The patient was implanted for non-malignant pain. No symptoms, interventions or outcome were reported regarding this event. If additional information is received, a follow up report will be sent.